Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy. This occured while the home patient (hp) was changing the cassette. The hp stated that after receiving a reload the set 198 alarm they were changing out their supplies for new ones and when they changed the cassette they noticed the homechoice (hc) machine was wet on the bottom. The bags, connections, and cycler were checked and all were dry. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter; therefore no evaluation could be performed. A follow-up report will be filed if additional information is received.